Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cerebrospinal fluid (csf) leak post spinal anterior cervical discectomy and fusion (acdf) on (B)(6) 2018 it was reported that on (B)(6) 2018, patient underwent an acdf surgery. Post-op, 7 days later, patient presented with csf leakage and hence the plate was scheduled for removal. During removal, 8 screws were removed successfully, however, the plate came apart in the middle most translation. A single 1cm metal sliver was also removed from the patient. The plate disassembled but no fragments remained inside the patient. No patient complications were reported post-operatively.